Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user dropped the device, causing the connector to break in half inside the pump. The user successfully removed the broken piece, attached new supplies, and resumed insulin delivery. No hospitalization was required and no long-term health effects were reported.